Manufacturer narrative:
No devices were returned for analysis. Relevant device(s) are: product ID: bi71000480. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the imaging system's mobile viewing station (mvs) loses power when it is unplugged from the wall. There was no patient impact. It was later noted that there were no more issues with the mvs.